Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the echelon microcatheter popped out during the shaping process. The patient was undergoing internal carotid artery ophthalmic artery segment aneurysm coil embolization.  The accessed vessel was the femoral artery with a diameter of 4.07 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that when the surgeon was doing a coil embolization, before the operation, the tip of the echelon microcatheter popped out during the microcatheter shaping process, causing the microcatheter to be unable to be used normally and the microcatheter did not enter the body. After careful consideration, the surgeon finally replaced the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. The echelon-10 total length was measured to be 155.6cm. The echelon-10 useable length was measured to be 147.9cm which is within specification. Upon visual examination, no issues were found with the ec helon-10 hub. No bends or kinks were found with the catheter body. The distal tip was found to be damaged (broken) at proximal end to distal marker band. The distal tip appears to have been shaped. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the catheter was found to be broken at proximal end of distal marker band. The damage appeared to be consistent with tip shaping. The customer reported the distal tip became damaged during the tip shaping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter tip was shaped with a heat source. The catheter tip fell off. The microcatheter was passed through during shaping and when the guide wire was passed through in vitro.